Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to request a review of a stored episode in this patient's arrhythmia logbook. The arrhythmia was initially detected in the vt-1 zone which had been programmed to monitor only. The arrhythmia accelerated and the patient received two atp and one shock delivery for what appeared to be a sudden onset of atrial tachycardia. Technical services discussed the affect of the device's detection enhancement when the arrhythmia is initially detected in a monitor only zone. The clinic nurse informed technical services that the rhythm ID (rid) feature was reported as false in the vt-1 zone. It appears that the rid designation would have caused the device to deliver therapy if the device had been programmed to monitor + therapy mode in the vt-1 zone.